Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the cartridge revealed that two loading units were fully fired and two loading units were partially fired. The anvils were bowed for all four loading units. The anvil clamping mechanism was deformed for all four loading units. The knife-bar assembly was buckled for all four loading units. Pmv performed functional testing. The loading units were loaded into a post market vigilance instrument for functional testing. The fully fired loading units were cycled without hesitation or binding. The partially fired loading units were applied to test media. All staples were placed and test media was cleanly transected for the two partially fired loading units. Functional testing confirmed the safety interlock feature successfully prevented the four loading units from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of th ese circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the bowel during an abdominal pelvic exenteration, the surgeon was able to press the green button but was unable to squeeze the handle and the device did not fire. They opened another device to complete the procedure. There was no patient injury,